Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that the patient with this device and another manufacturer's leads passed away five days after the implant procedure. It was reported the patient was found in asystole and may have experienced loss of capture. The patient also had undergone surgery for a transcatheter aortic valve implant as part of a clinical trial sponsored by the leads' manufacturer. There were no allegations against this device. The patient's boston scientific field representative contacted the patient's health care providers, but was unable to obtain any additional information.